Manufacturer narrative:
Since the pt has not been revised the manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available and/or the devices be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer 's reference number of this file is (B)(4).

Event description:
It was reported that the pt received a durom u.s. Acetabular component 52/46 l on the right hip on (B)(6) 2008. It was further reported that the pt stated right hip pain caused by loosening of the durom component. The pt is currently being monitored.